Manufacturer narrative:
A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. D1: corrected h6: corrected investigation clinical codes.

Manufacturer narrative:
(D10) concomitant devices: 300-01-15 - eq humeral stem primary, press fit 15mm: (B)(6). 320-38-00 - 145-deg pe 38mm hum liner +0: (B)(6). 320-10-00 - eq rev tray adapter plate tray +0: (B)(6). 320-06-38 - glenosphere 38mm: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 3 year(s) and 3 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced deep infection. Also reported: bone loss, late infection c acnes associated with bone loss, explant and abx spacer. The patient underwent an explant of the following components: standard humeral stem, humeral tray, glenosphere, glenosphere locking screw, glenoid base plate, and compression screw/locking cap; with the implantation of an abx antibiotic spacer. The outcome of this event is considered continuing and the case report form indicates that this event is definitely related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.